Manufacturer narrative:
(B)(4). From the pictures attached it was confirmed the defect reported by the customer "occlusion - blockage/part stuck". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. A verification of failure mode reported in the current manufacturing process was conducted as follows: 80 samples were taken from the current production p/n mad100 mad nasal with 3 ml syringe, lot # 73l2400853, the samples were functionally inspected and issue reported as " occlusion - blockage/ part stuck" was not observed in the current manufacturing process. Device history record review was conducted on lot number 73k2300745, investigation did not show issues related to complaint. Failure mode "occlusion - blockage/part stuck" could be confirmed with picture attached. However, it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly. Corrected data: section d.3 legal manufacturer updated from arrow to morrisville.

Event description:
It was reported that: "cone of the nasal connector completely closed. Also, others from ve with the same production error. There was no patient involved." Associated complaints 3003898360-2025-00028, 3003898360-2025-00029 and (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "cone of the nasal connector completely closed. Also, others from ve with the same production error. There was no patient involved." Associated complaints 3003898360-2025-00029 and (B)(4).